Event description:
It was reported that this implantable lead was part of a system revision due to infection. Documentation reveals that the patient developed chest discomfort and was attributed to the device migrating. The patient underwent pocket revision and subsequently noticed drainage at the site. Antibiotics was started however, infection did not get better. There were no additional adverse patient effects reported. The implantable lead was explanted.